Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with following : l5-s1 disk herniation and degenerative disc disease. L4-l5 disk herniation and stenosis. Hence, patient underwent l5-s1 transforaminal interbody fusion using peek interbody spacer, local autologous bone, and bone morphogenic protein. L4-l5 bilateral laminotomy. L4-s1 posterolateral fusion using pedicle screw instrumentation, left iliac crest bone graft and bone morphogenic protein. As per op-notes "..attention was directed to l5-s1 level. A complete left side facectomy was performed. Further lamina was removed. The l5 nerve root was identified at the level of pedicle. An extruded fragment of disc herniation was noted. Excessively-sized distractors were then passed into disc space. The endplates were prepared using reamers and curettes. A peek interbody spacer was selected and packed with autologous bone and bone morphogenic protein and then tamped into place under fluoroscopic guidance. Pedicle screw entry sites were identified. Each entry site was decorticated using a cutting bur. A probe was passed into each pedicle. Pedicle screws were placed bilaterally from l4-s1. Position was confi rmed using lateral fluoroscopy. The lateral elements from l4-s 1 were decorticated using a cutting bur. Bone collected from the decompression was then packed into bone morphogenic protein soaked sponges. These were then placed over the lateral elements bilaterally. Rods were contoured and applied to the pedicle screws. The bone material was soaked in the bone marrow aspirate. Final lateral fluoroscopic views were obtained. The construct was gently compressed. The incisions were closed. The patient was awoken from anesthesia and transferred to the recovery room in stable condition ..". The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.